Event description:
The cadaver lab reported that during an endoscopic vein harvesting procedure, the hemopro power supply was not beeping or providing heat, even when the green light was on. They tried switching the device and cord and it still did not work. A replacement device was used to complete the procedure. No pt effects were reported. The lab intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is rec'd. (B)(4).